Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level of 526 mg/dl and a high ketone level; cause for high bg was not known. Prior to the ER, the customer delivered boluses via the pump to address bg level. At the ER, the customer received intravenous saline and insulin to treat the the high bg and the customer was disconnected from the pump in agreement with pump trainer. A system check was performed, and it was found that the pump was functioning as intended. Additionally, no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of the event. The customer left the ER after 24 hours and still had "bg pressure." The customer agreed to discuss future therapy with their diabetologist. No further event or patient information was provided.